Manufacturer narrative:
Continuation of concomitant medical products - explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.

Event description:
Literature: ishisuka k, oaklander al, chiocca ea. A retrospective analysis of reasons for reoperation following initially successful peripheral nerve stimulation. J. Neurosurgery 106: 388-390 (march 2007). Summary: this study investigated the causes for surgical re-exploration in eleven patients with complex regional pain syndrome type ii (crps) who received initial pain relief from an implantable peripheral nerve stimulator (ins) between (B)(6) 2000 and (B)(6) 2004. A total of 16 ins-related operations occurred due to loss of effect despite reprogramming. Loss of effect was due to lead migration, infection and the need for placement in an alternative location. The authors concluded that most complications requiring additional surgery are due to equipment design but that ins placement is a potentially valuable tool for treating patients with severe chronic pain refractory to other treatment modalities. Reportable event: patient 1, a (B)(6) male with crps due to knee hyperextension with tibia and fibula fractures who received stimulation in the left peroneal nerve underwent two revision operations due to loss of effect despite reprogramming of the ins. The targeted nerve was found to be suboptimal for total relief of pain. The ins unit was repositioned to a different location in the same nerve or to a different nerve, providing the patient greater pain relief.